Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was admitted to our hospital because of "breast malignant tumor", on june 11th, the nurse gave the patient a disposable implantable drug delivery device indwelling needle to replace the infusion needle in the infusion port, after drawing back blood and pushing saline, checking whether the needle is connected to the seat of the infusion port, and found that the hose of the disposable implantable drug delivery device indwelling needle leaked when pushing saline, the product is connected to the infusion port. This product is used for chemotherapy infusion, the nurse replaces the indwelling needle with a new single-use implantable drug delivery device in a timely manner.